Event description:
Information was received from the physician's office stating they had no additional information regarding this patient's death.

Manufacturer narrative:
"The battery life calculation was reviewed again, after the date of the patient's death was known. Upon this review, it was noted the vns generator's battery would have still had approximately 1.7 years remaining until neos = yes (near end of service) at the patient's time of death."

Event description:
The battery life calculation was reviewed again, after the date of the patient's death was known. Upon this review, it was noted the vns generator's battery would have still had approximately 1.7 years remaining until neos = yes (near end of service) at the patient's time of death. Additionally, the programming history database was reviewed and found that the device was functioning properly through (B)(6) 2009, the last data point available in the programming history database. That information shows the device was functioning properly up until, at least, one month prior to the patient's death.

Event description:
It was reported that the patient had passed away; however, no additional information was received. A battery life calculation was performed which showed the generator had approximately 0 years remaining until neos = yes (near-end-of-service). Attempts for additional relevant information have been unsuccessful to date.